Event description:
It was reported that the procedure was to treat the renal artery with no calcification. The 5.0x15 mm herculink elite stent delivery system (sds) balloon ruptured during the first inflation to low atmospheres. An additional balloon was used to implant the stent in the correct position. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.